Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that the batteries are going faster than normal. When she changes the battery, it takes awhile for the screen to show up. Customer bumped the pump while she was trying to rewind. Customer's blood glucose level was 74 mg/dl. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer wants to continue using the pump and does not want a loaner pump. Customer was advised to monitor the pump if she decides to continue using it. Customer gets a motor error alarm once a month or two. The alarms normally last longer but this time it only lasted two weeks. Customer does not want to troubleshoot for the battery longevity or for the blank display. No further assistance required.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.